Event description:
The doctor was performing a pacemaker operation. He was using the electrosurgical generator to coag bleeding around the leads of the pacemaker when the pt went into defibrillation. They were able to bring the pt back. This has happened with three different pts but with the same doctor.